Event description:
It was reported that since march 2024, changes in the parameters from this right ventricular (rv) lead were noted. The sensing amplitude measurements had decreased, while the rv threshold measurements had increased. Recently, the patient was evaluated in-clinic for a follow-up appointment, as episodes of t-wave over-sensing were observed during a remote data review. The rv sensing amplitude measurements were found to be even lower, and the threshold measurement continued to rise. Provocative maneuvers were subsequently performed, which were unable to produce noise during movement. The physician elected to reprogram the automatic gain control feature to prevent further episodes of over-sensing and continue with normal follow-up appointments. The patient was seen for another follow-up appointment, where provocative maneuvers and postural testing did not reveal any artifacts. However, the sensing variability persisted. Boston scientific technical services (ts) was contacted and provided additional troubleshooting options to assess the lead integrity. X-ray imaging has been scheduled within a month and the physician is currently continuing with close monitoring. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that since (B)(6) 2024, changes in the parameters from this right ventricular (rv) lead were noted. The sensing amplitude measurements had decreased, while the rv threshold measurements had increased. Recently, the patient was evaluated in-clinic for a follow-up appointment, as episodes of t-wave over-sensing were observed during a remote data review. The rv sensing amplitude measurements were found to be even lower, and the threshold measurement continued to rise. Provocative maneuvers were subsequently performed, which were unable to produce noise during movement. The physician elected to reprogram the automatic gain control feature to prevent further episodes of over-sensing and continue with normal follow-up appointments. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.